Event description:
A user facility reported to olympus that the evis lucera colonovideoscope had a foreign object in the nozzle. There was no harm or injury to the patient.

Manufacturer narrative:
Upon evaluation, the nozzle was found to have foreign objects due to insufficient cleaning. The nozzle was clogged and the water removal ability did not meet the standard value. Additionally, the following faults were found: the bending tube was deformed, the water tightness was lost due to a pinhole on the ch tube, the a-rubber was cracked and the insulation resistance value at the distal end did not meet the standard value, the bending angle in up direction did not meet the standard value due to wear of the angle wire, the play of the up/down knob was also out of the standard value due to wear of the angle wire, the adhesive on the a-rubber had a chip, lg lens was discolored, objective lens was discolored, paint on the aw cylinder was peeled, control unit was discolored, the s cylinder was shaved, the el connector was discolored due to water leakage, and lastly, due to dirt on the objective lens, there was a lack of image on the monitor. Scratches were also found on the a-rubber, the sw1, the c cover, the connecting tube (which also had a wrinkle), the protector of the universal cord on the s connector, sc cover unit, s cover, switch box, fe lever, fe knob, right/left knob, up/down knob, s connector, universal cord, grip, and control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The air/water nozzle was flushed with detergent.